Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer requested assistance programming their new insulin pump. It was also reported that the customer was hospitalized due to high blood glucose levels and diabetic ketoacidosis (dka). Customer's blood glucose levels at the time of hospitalization was 500+ mg/dl. It was stated that significant events leading to the customer's hospitalization included vomiting and nausea. Customer was wearing the pump at the time of hospitalization. However, it was reported that the pump stopped working. It was reported that the customer was hospitalized in (B)(6) due to high and low blood glucose levels. Customer's current blood glucose level was 274 mg/dl. Product is not being returned or replaced.